Event description:
Customer reported receiving inaccurate high readings. In blood glucose tests, customer received readings of 130 mg/dl (laboratory) and 309 mg/dl (meter) within 10 minutes. The results when plotted on a parkes error gird fell into the 'c' zone showing the difference in values to be clinically significant.